Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after analysis, during internal test, the cs100 intra-aortic balloon pump (iabp) was making noise and was not performing autofill. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the manifold set (0104-00-0018). Equipment is released for use.